Manufacturer narrative:
No product has been received to date so an examination cannot be performed. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported: the 2.3 va screw would not lock into both the hook plate and vdr plate. It would lock into whichever one was on top, but not both. We tried above and below the vdr plate.